Event description:
Device report for (B)(4) for an event in (B)(6) as follows: during a surgery in (B)(6) on (B)(6) 2013, the surgeon attempted to insert a locking screw, using a screwdriver with a torque limiter attachment. The screw spun free and couldn¿t be locked although the tip of the screwdriver was attached to the screw head. The surgeon removed the screw, and attempted to insert another screw with different lot number as a replacement. But, he could not lock the screw in the same way and had to remove it. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is for treatment, not for diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found placeholder.